Event description:
The hospital reported that before the endoscopic vein harvesting procedure, they discovered that the vasoview hemopro vh-3500 was defective. 'The scissor tip on the bovie had exposed metal, it was missing the rubber, it would not advance through the sheet. They used another device to complete the procedure. The device never touched the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on (B)(6) 2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the harvesting device and cannula. The gray silicone insulation of the hot and cold jaws was observed to be intact with no visual defects. The heater wire was also observed to be intact with no visual defects. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent wire" was not confirmed. The lot # 3000258498 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.